Event description:
The customer reported he was hospitalized with high blood glucose levels and diabetic ketoacidosis. The customer did not follow the two high blood glucose rules. Troubleshooting performed and the pump passed the tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.